Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed insulin flow blocked. The customer¿s blood glucose level was 405mg/dl at the time of incident. The customer treated with pump and manual injection. The customer was assisted with trouble shooting and found there was an occlusion in the site portion. The customer was advised to change set and return set for analysis.